Manufacturer narrative:
Investigation summary customer returned photos of 3/10cc, 6mm, 31 syringes in poly bags with the shelf cartons. Customer states that the orange cap is too tight and you cannot detach it and sometimes it is so tight that the orange cap comes off together with the needle and it no longer works and that needle no longer extracted insulin from the bottle. The photos were examined and no hub separation was observed. No physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. (B)(4).

Event description:
It was reported during use the bd ultra-fine¿ insulin syringe had the hub separate from the device and the device was unable or difficult to aspirate. These tight cap event occurred 9 times. The following information was provided by the initial reporter: the customer stated "the orange cap is too tight and you cannot detach it. Sometimes it is so tight that the orange cap comes off together with the needle and it no longer works and that needle no longer extracted insulin from the bottle.